Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. He013a1) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal laceration, nonspecific abnormal papanicolaou smear of cervix, anemia, chronic fatigue, kidney stones, memory disturbance, tuberculosis, wisdom teeth removal, c-section, plastic surgery, vaginal discharge, dyspareunia and cramp in lower abdomen. Concurrent conditions included fever, fainting, pelvic discomfort, irregular menstruation, itching, flatus, uterine cervical metaplasia and dysfunctional uterine bleeding. Concomitant products included diazepam (valium), ibuprofen (motrin), ketorolac tromethamine (toradol) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), renal pain ("lower back pain in kidneys") with back pain, pain ("hurts to sit/stand"), rash ("rash"), hot flush ("hot flashes"), nausea ("nausea"), migraine ("migraines worsen"), dizziness ("dizziness"), asthenia ("no energy") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (abdominal supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, renal pain, pain, rash, hot flush, nausea, migraine, weight increased, dizziness and asthenia outcome was unknown. The reporter considered asthenia, autoimmune disorder, dizziness, dysfunctional uterine bleeding, genital haemorrhage, hot flush, migraine, nausea, pain, rash, renal pain, uterine perforation and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, severe pain. Invalid lot number heo13a1 is most likely he013a1, which is being used in this case instead. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. Heo13a1) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal laceration, nonspecific abnormal papanicolaou smear of cervix, anemia, chronic fatigue, kidney stones, memory disturbance, tuberculosis, wisdom teeth removal, c-section, plastic surgery, vaginal discharge, dyspareunia and cramp in lower abdomen. Concurrent conditions included fever, fainting, pelvic discomfort, irregular menstruation, itching, flatus, uterine cervical metaplasia and dysfunctional uterine bleeding. Concomitant products included diazepam (valium), ibuprofen (motrin), ketorolac tromethamine (toradol) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hot flush ("hot flashes"), rash ("rash"), renal pain ("lower back pain in kidneys") with back pain, pain ("hurts to sit/stand"), nausea ("nausea"), migraine ("migraines worsen"), dizziness ("dizziness"), asthenia ("no energy") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (abdominal supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, hot flush, rash, renal pain, pain, nausea, migraine, weight increased, dizziness and asthenia outcome was unknown. The reporter considered asthenia, autoimmune disorder, dizziness, dysfunctional uterine bleeding, genital haemorrhage, hot flush, migraine, nausea, pain, rash, renal pain, uterine perforation and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, severe pain we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.